Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and would not reach full charge. A review of the downloaded data log found no errors related to the customer complaint. The receiver case was opened for further evaluation, and found a defective battery assembly preventing the receiver from powering on. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective lithium ion battery.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and would not reach full charge. A review of the downloaded data log found found no errors related to the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event of receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted upon completion.